Event description:
During monitoring, it was noticed that there was blood in the helium line. The balloon was removed and a second was inserted. There was no apparent detriment to the pt. (On 2/6/98, datascope also received the mandatory medwatch form from the dist.) The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 2/6/98) (pt's current status: unk - rpt'd 2/6/98).